Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve underwent an attempted valve-in-valve procedure after an implant duration of nine (9) years, due to unknown reasons. Procedure was aborted due to not having enough room to manipulate valve into place. It was reported patient will undergo procedure at later date via trans-apical approach.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve underwent an attempted valve-in-valve procedure after an implant duration of nine (9) years, due to stenosis. Patient presented with heart failure, shortness of breath, and dizziness. Procedure was aborted due to not having enough room to manipulate valve into place. It was reported patient will undergo procedure at later date via trans-apical approach.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of rheumatic heart disease, coronary artery disease, CABG and diabetes mellitus type ii.

Manufacturer narrative:
Added information to b5 corrected b5 and h6.

Event description:
It was reported that a patient with a 27mm perimount valve underwent an attempted valve-in-valve procedure after an unknown implant duration due to unknown reasons. Procedure was aborted due to not having enough room to manipulate valve into place. Patient will come back in a few weeks for trans-apical approach.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm perimount valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. The tmvr was performed with an unknown transcatheter valve.